Event description:
A customer reported that the ultrasound system failed to boot on three successive attempts while an e.r. Physician was attempting to confirm a pericardial effusion in a patient with a gunshot wound. The pt expired from injuries.